Manufacturer narrative:
(B)(6). Concomitant medical products: 00595201701, nexgen porous cr-flex femoral component, 63058433. The 00598003702, nexgen precoat stemmed tibial plate, 62934201, the 00597206535, all poly patella size 35 mm dia. Standard 9.0 mm thickness, 62862185. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the evaluation is completed, a supplemental medwatch will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to collateral laxity and pain.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed by review of x-ray provided. Device was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.